Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09939. It was reported that the patient's drg trial procedure was abandoned. The physician could not place the leads due to the leads kinking while being placed. No new product was implanted.